Manufacturer narrative:
E1: reporting institution name:(B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a proximal pressure sensor autozero (110a) alarm. The device was in clinical use when the issue occurred; there was no medical intervention or delay in therapy reported. No patient or user harm reported. A service engineer (se) reported that the v60 ventilator displayed a proximal pressure sensor autozero (110a) alarm. The issue was not confirmed/duplicated during a test run, and the device continued to operate. The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated during a test run. The se did observer a "check vent: proximal pressure sensor auto-zero failed" (110a) in the event log. The se reported that the software was updated to 3.20, to resolve the issue.